Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to enter MRI mode. Diagnostics reveled high impedances on the left lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.